Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting. No additional information was provided.

Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly the customer reverted to an alternate method of insulin therapy.